Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged o ring. Customer¿s blood glucose level was unknown. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock in place when inserted into insulin pump. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir glued in reservoir tube. Unable to perform displacement test or verify p-cap lock due to reservoir anomaly.